Event description:
Customer reports to have high blood glucose of 300 mg/dl, and low blood glucose of 32 mg/dl. Customer reports to have been treated by paramedics on (b)(+) 2014 and was treated at home with IV drip. Customer also treated low blood glucose with glucagon shot. Customer reports to have been hospitalized on (B)(6) 2014 for low blood glucose. Troubleshooting was performed on insulin pump to determine reason for high and low blood glucose. After troubleshooting, it was determined that insulin pump was functioning correctly. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.